Event description:
It was reported that the procedure was cancelled as a result of device malfunction. A therasphere administration set was selected for use in the therasphere administration procedure. The patient was sedated via monitored anesthesia care (mac) sedation. There were no noticeable issues with the set prior to set up. When administering the dose of therasphere, during the second flush, the physician noticed a pool of saline at the connection of the administration set to the dose vial. The patient did not receive any of the dose and the procedure was aborted as soon as the leak was identified. Additionally, there was back flow of the patients' blood into the administration set tubing labeled "e". No further information was reported despite request by boston scientific.

Manufacturer narrative:
Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) and other product specific information.